Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to wrong handling by customer or aging degradation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. In addition to the reportable malfunction, the following were noted: due to deformation of the suction cylinder, the suction valve could not be connected smoothly, due to wear of the angle wire, the bending angle in the up/down/right direction did not meet the standard value and the play of right/left knob and upward/downward angulation knobs were out of the standard value, the acoustic lens had a scratch and was damaged, the adhesive around the light guide lens had wear, the adhesive on the bending section cover had a chip and a discolored area, the bending section cover had cut, the air/water-cylinder had discoloration, the connecting tube had a buckling, a scratch, and coating peeling, due to a pinhole on the bending section cover, water tightness was lost, due to wear of the forceps elevator lever, upward/downward angulation control knob could not be locked securely, the objective lens had a scratch, the suction cylinder had discoloration, switch 1 had a cut and was damaged, the elevator channel plug was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope did not pass leakage test, and was punctured at tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap of adhesive on the distal end, between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.